Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 28/jun/2024, it was reported that the patient encountered bent cannulas which led to high blood glucose level of 578 mg/dl and got admitted to the intensive care unit (ICU). Patient stated her brain was mush and, she went into ketoacidosis. Health care professional (hcp) identified ketone level as dangerous/life threatening. Patient received two types of insulin as corrective treatment. The customer was released from the hospital on (B)(6) 2024. The patient confirmed that, she does have some areas of scar tissue she was worried about and felt hard lumps at times and then avoids these areas. Changed the site for every three days. No further information available.